Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The medwatch report ((B)(4)) from the facility was received.

Event description:
The sales associate reported a broken screw that remains in the patient's bone. The reported procedure is a posterior spinal fusion l5-l6 down to pelvis with iliac crest bone graft and spinal fusion with allograft and autograft. During this procedure an iliac screw head broke flush with the bone. The screw was unable to be extracted with the screw remover kit. It is reported the surgeon assessed the risks and benefits of removing the screw and decided against removal as the risks outweighed any potential benefit.